Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and the advantage sling system were implanted. It is further reported that on (B)(6) 2010 the patient underwent another procedure and bard pelvisoft and pelvilace tot were implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 01/26/2017. It was reported that the patient underwent removal of mesh including anterior prolift and pelvilace from the vagina on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to bladder prolapse and sui. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011. It was reported the patient underwent a&p repair, uterosacral ligament suspension and perineoplasty on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).